Event description:
It was reported that the pulse generator was in back-up mode. Several attempts to interrogate were unsuccessful. The measured battery data was 2.66 v, 26 ua, 10 kohms in january 2008. The device was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.